Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: this issue occurred while the device was in use in the patient. The cutter would no longer pack the nosecone. The device was safely removed from the patient. No deformation was noted in the cutter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the cutter returned to the housing of the device for removal from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone device with a 6fr sheath and 0.014 nitrex wire during treatment of a 20 mm plaque lesion in the patient¿s distal right superficial femoral artery <(>&<)> tibial/popliteal trunk. Vessel diameter reported as 4 mm. Moderate tortuosity and slight calcification reported. Lesion exhibited 80% stenosis. IFU was followed. Device prepped without issue. Pre-dilation was performed. It is reported the thumb switch would not pack nosecone fully. The motor would turn off, but the thumb switch would not pack completely. This issue remained after cleaning. A second hawkone was used to complete the procedure. No injury reported.